Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that he was experiencing a power and a battery indicator issue with his one touch ultra2 meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter not turning on began on an unspecified day, approximately one month before contacting lfs and the battery indicator issue began on an unspecified time of the morning on (B)(6) 2011. He stated that he tests his glucose 3x/day and manages his diabetes with insulin (self adjuster). Due to the alleged issues, he denied making changes and continued taking his usual dose of insulin treatment. The patient claimed approximately 1 day after the meter stopped turning on, approximately one month before contacting lfs, he felt sweaty and very lightheaded, which he associated to a low glycemic state. He informed this mss that after feeling very lightheaded, he ate a big meal and called his doctor for a checkup. The patient reported feeling better by the time he went to the doctor's office later in the afternoon. At the dr's office, he was tested with the clinic meter and a result of '400 mg/dl' was obtained, which the doctor treated with 10u of humalog. When he contacted lfs on (B)(6) 2011 to report his power issue with the subject meter, the battery icon was discovered on the meter's display for the first time. During the initial call with customer service, the agent noted that the meter's battery was due for replacement, but the caller had none available during the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue continued his usual insulin treatment and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Follow-up # 1 (10/14/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter was tested and the primary complaint was not confirmed. A secondary issue was noted: the meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.